Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of noise and high hv lead impedance was observed during a follow-up in clinic. The lead was capped and replaced. The patient was stable throughout.